Event description:
Patient was implanted with urolume stent on (B) (6) 1997. On (B) (6) 2008, patient reported his urolume was removed in (B) (6) 2000 because it was "broke up." No further info was obtained.

Manufacturer narrative:
A review of ams MDR reporting procedures found that the urolume PMA conditions of approval regarding adverse events reporting were incorrectly interpreted. This resulted in mdrs only being submitted if adverse events exceeded the occurrence rates specified in the IFU. This error was corrected and a retrospective review of complaint data was performed. This event was determined to meet the reporting criteria per (B) (4)